Event description:
It was reported that the patient was unable to communicate with patient programmer and insr. The patient experienced coupling and or communication issues. Use of the antenna locate feature resulted in a power-on-reset (por) message being displayed on the recharger, which then lead to the normal recharging screen. The patient was then able to see all 8 coupling bars. The patient planned to charge the ins to full, and then clear the por message.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 3487a-45, lot# v495239, implanted: (B)(6) 2011, explanted: na. Lead: model 3487a-45, lot# v210748, implanted: (B)(6) 2011, explanted: na. Lead: model 3777-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Extension: model 37082-40, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Programmer: model 37743, serial# (B)(4). Recharger: model 37752, serial# (B)(4).